Event description:
Report received of no audible alarm tone. The device was returned to the biomedical department with an unsigned note stating "no audible alarm tone on lowest volume setting." During testing by the user facility it was confirmed that the alarm tone was "very faint" and that the alarm "could not have been heard to alert the user to a problem." Though requested, no additional info was provided.